Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies. The pt was seen by a company rep. Testing performed confirmed the device was no longer functioning. Surgery to explant the pt's device has been scheduled.